Manufacturer narrative:
The field service technician on site found the power connection in power supply loose. Connection was reestablished and system is working as intended. The device history was reviewed and found to meet manufacturing specification.

Event description:
The user facility in (B)(6) reported the system powered down during I/a phase and had to shutdown and restart. Further details were obtained from the customer reporting that the machine powered down a few times during the case, and was fine after restarting.

Manufacturer narrative:
Based on the available information the root cause was determined to be a power connection in the power supply was found loose. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required.